Event description:
During an incident in 2001 involving a male pt in cardiac arrest with CPR in progress, this defibrillator delivered 2 shocks, charged to deliver the 3rd shock and shut down with the alert indicator lit. The defibrillator was powered on again and it delivered 2 more shocks before als took over using their defibrillator. The pt did not survive. The customer tested the unit the next day and found no problems.